Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported issues with occlusions of piccs. PICC occlusions happening at various times post insertion (immediately, a few days post insertion and after discharge). Occlusions are occurring despite the connector attached (neutrons or microclave clear). An increase in alteplase use to the wards was reported. Education team has reinforced flushing technique, not bottoming out syringes etc and best practice for care. Clinicians have been supported in best insertion techniques and trimming practices for lines. Initially issues noted in patients returning with tpn. Some clinicians had been cutting the PICC at an angle and not straight. The policy was amended immediately that PICC be trimmed with straight cut, and education associate and her team provided extensive education on flushing and not bottoming out of syringes, as due to covid representatives not allowed on site. Medical intervention: yes, flushing of line and placement of new vascular access device. It was reported this occurred with ten devices. This report addresses the third device.